Event description:
The suture was used during a CABG procedure. Reportedly, the suture broke and the needle disengaged into the pt's cavity. The surgeon retrieved the needle and completed the procedure.